Event description:
In 2008, the patient's mother reported the patient was in the hospital and diagnosed with dka (ketoacidosis). The next day, the patient's mother stated that two days prior, the patient's blood glucose reading at 1 pm was 180 mg/dl. At 5pm the patient changed her insulin infusion site and 8:30 pm her blood glucose was at 577 mg/dl. Symptoms were nausea, vomiting, and not feeling well. The following day, the mother took the patient to the hospital emergency room where she was given insulin via IV. She stated the patient's current reading is 140 mg/dl and she will be released from the hospital after lunch. The mother said she changed the patient's site when she was first admitted to the hospital and noticed condensation in the patient's insulin infusion device cartridge chamber at that time. She stated the pt has said insulin has not been spilled into the chamber but that "maybe I did not screw it in properly." The pt switched to her backup infusion device. Product was replaced and requested to be returned for evaluation.